Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the patient underwent surgical intervention to address a "hard occlusion". After using different techniques, the physician was able to use a cxi catheter to pass the occlusion. However, the balloon catheter was not easily advanced. Subsequently, force was needed to remove the balloon catheter from the patient. Visual examination revealed color changes in the shaft of the balloon catheter. As a result, the physician decided not to continue using the balloon catheter to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.